Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Coronary angiography revealed chronic total occlusion of the rca with high grade stenosis of the left main and proximal lad. Two drug eluting stents were deployed in the left main/lad along with ptca of the lcx. Repeat coronary angiography revealed acute stent thrombosis of the lad. Thrombus aspiration was performed with an export aspiration catheter and ptca. 14 days after admission the patient had to be resuscitated due to sudden pulseless electrical activity. After 30 minutes of resuscitation, the patient died. Cause of death could not be confirmed as autopsy was refused by the patient's relatives. Possible causes are indicated to be repeat stent thrombosis or systolic dysfunction due to progressive heart failure.